Event description:
It was reported that the blades lost rotation. A 2.1mm jetstream xc catheter was selected for use to treat peripheral artery disease. After less than one minute of active use, the device blades lost rotation. The device could not be reactivated in blades up or blades down mode. The device removed and exchanged for a non-bsc device. The procedure was completed and there were no patient complications.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device eval by MFR: the device was returned and analysis was completed. The shaft and the remainder of the device were inspected for damage. Visual examination showed shaft kinks/buckling located from the tip top 26.5cm proximal. There was a kink located 71.5cm from the tip. Due to the reported event, the pod was opened to verify pinion gear to motor gear contact. The pinion gear was contacting the motor gear. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The blades rotated and the device was run for a period of 2 minutes with no issues in the blades up and down modes. Inspection of the remainder of the device revealed no damage or irregularities.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the blades lost rotation. A 2.1mm jetstream xc catheter was selected for use to treat peripheral artery disease. After less than one minute of active use, the device blades lost rotation. The device could not be reactivated in blades up or blades down mode. The device removed and exchanged for a non-bsc device. The procedure was completed and there were no patient complications.